Manufacturer narrative:
Investigation pending.

Event description:
Low recovery on bnp bcis for l1 and l3 bio-red controls for 1 lot of reagent; customer could not provide values. Occurring on lot 331265. No further info is available.